Event description:
It was reported that a revision surgery was done due to a malunion and two broken screw heads. The patient was originally treated for a distal tibia fracture with a medial distal tibia plate on an unknown date. It is unknown how the surgeon discovered the patient had a malunion and broken screw heads but the issue was confirmed via x-ray. The surgeon retrieved all the pieces of the broken screws and explanted all hardware. The surgeon used an external fixator and successfully completed the surgery. This report is for 2 screws part and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one screw.

Manufacturer narrative:
Additional product code: hrs. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.